Event description:
The pt reported blood glucose results of "16 mmol/l, 10 mmol/l and 14 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.